Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The team today brought be an implant that they were unable to use as they were unable to remove from the packaging and maintain the sterility. The outer packing appears 'melted' and partly fused/compressed to the inner section to the inner packaging.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device was reviewed by the manufacturer suzhou and a report was received stating failure mode confirmed. Root cause attributed to device manufacturing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 960004, lot no. D19082255 was manufactured on 22-aug-2019. 24 parts were manufactured per specification and all raw materials met specification if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complaint is related to product only. There was no surgical intervention or adverse event, as it was an issue during shipping.